Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient's pump was currently alarming. She noted that at first the alarm was "monotone" but was now a critical alarm. She was scheduled for a refill on (B)(6) 2019 and she believed that the pump was empty. Considerations were reviewed with the patient. No patient symptoms were reported. No further complications were reported.